Manufacturer narrative:
Product analysis as found condition: the phenom-27 micro catheter and phenom plus catheter were returned for analysis within two shipping boxes and within individual dispenser coils. Visual inspection/damage location details: (phenom-27) no flash or hub mold were found within the hub. No damage or irregularities were found with the phenom-27 hub. The micro catheter body was found kinked at ~57.0cm, ~78.0cm, ~155.2cm and ~159.4cm from the proximal end. The micro catheter was found stretched and broken at ~165.4cm from the proximal end with the inner wire also broken. The distal segment was not returned for analysis. (Phenom plus) no flash or hub mold were found with the hub. No damage or irregularities were found with the phenom plus hub. The distal ~7.0cm of the phenom plus catheter body was found flattened. The distal tip and distal marker band were found ovalized. Testing/analysis: (phenom-27) the phenom-27 total length was measured to be ~165.5cm, the usable length was measured to be ~158.8cm, which is still within specification even when accounting for the missing broken end (specification: total (ref) = 166.5cm; usable = 160cm ± 5cm). A 0.0265¿ mandrel was inserted into the hub, through the micro catheter body and became stuck at the ~155cm (kinked location). The outer diameter at the damaged distal end of the micro catheter was measured to be 0.038¿, which is within specification, (specification: 0.036¿ ± 0.002¿). (Phenom plus) the phenom plus total length was measured to be ~129.4cm, the usable length was measured to be ~122.8cm, which is within specification (specification: total (ref) = 126.5cm; usable = 120cm ± 5cm). An in-house phenom-27 micro catheter was inserted into the hub, through the micro catheter body and became stuck at ~159.4cm (flattened location). The outer diameter at the damaged portion of the micro catheter (widest width of the flattened section) was measured to be 0.066¿, which is no longer within specification, (specification: 0.055¿ ± 0.003¿). Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance during device delivery¿ was confirmed for the phenom-27 micro catheter. Resistance was encountered due to the catheter kinking found. Possible causes for catheter kinking include, but not limited to, patient vessel tortuosity, guidewire/delivery system removed aggressively, catheter entrapment or user advances/retrieves device against resistance. As the pipeline device used was not returned, any contribution of the pipeline towards resistance could not be assessed. The customer report of ¿resistance in guide catheter¿ and ¿catheter resistance during device delivery¿ between the phenom-27 and the phenom plus were confirmed as resistance was encountered during in-house resistance testing with the phenom plus and an in-house phenom-27 micro catheter. Resistance was encountered at the flattened section. Possible causes for catheter flattening are patient vessel tortuosity or user advances/retrieves device against resistance. The customer report of ¿difficulty navigation¿ for the phenom plus could not typically be confirmed through device analysis. Possible causes are patient vessel tortuosity, damaged catheter, damage to guidewire, or lack of continuous flush. Customer reported all devices were prepared per IFU, and patient vessel tortuosity as moderate/severe. It is possible the reported severe patient tortuosity contributed towards the resistance/difficulty navigation for both devices. As the guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the difficulty of navigation could not be assessed. The phenom-27 was found stretched/broken at the distal end, potentially due to the reported resistance/difficult navigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during navigation, the physician observed friction and resistance for the positioning of the pipeline and during the release of the device it was not possible to release it due to a crash of the same. Possible maneuvers were performed to release the pipeline, but without success. There was friction during delivery of the phenom 27 and phenom plus catheters. Difficult navigation was also reported. During delivery, the pipeline became stuck in the proximal section of the catheter. The physician released the load (slack) in the system in an attempt to resolve the issue. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). The patient was undergoing surgery for aneurysm embolization with flow diverter of a saccular, unruptured cerebral aneurysm of the right posterior communicating artery with a max diameter of 18mm and a 16mm neck diameter. Patient had a giant aneurysm, partially thrombosed, with kinking in the cervical carotid and carotid cavernosa with hostile angle. It was noted the patient's vessel tortuosity was moderate/severe. Access vessel was the femoral outlook. There was no injury as a result of the event. Dapt (dual antiplatelet treatment) was administered. Ancillary devices include a phenom 027 160cm microcatheter, lot 231091955, expiration date 04/15/2028, phenom plus lot 230903556 mic rocatheter, expiration date 03/14/2028, avigo microguidewire, lot d039122, expiration date 13/05/2028. Additional information was received. The procedure was restarted; it was necessary to remove the entire system and restart the procedure again with a new phenon and flow diverter available in the room. The cause of the resistance was not determined. Apart from resistance, there was no premature opening or detachment of the pipeline. Resistance was noted between the phenom 27 and phenom plus catheters, and both catheters experienced difficulty navigating the anatomy. The pipeline showed resistance only when delivered through the phenom 27. It is unknown whether the pipeline was placed in a curvature of the vessel when it failed to open, and there is no information available regarding any additional steps or other devices that may have been attempted to open the pipeline.